Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The pump was unable to perform any tests due to blank display. The pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump went blank and the battery has been replaced and nothing came back on. The customer stated that there are scratches on the screen where the battery cap goes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.